Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the organism was subcultured on cba media, tested on 16s sequencing to determine the intended result. Sequencing 16s: identification to streptococcus infantis (95%). The intended species (streptococcus infantis) doesn't belong to vitek® 2 gp cards knowledge base. There is a limitation on vitek® 2 for species not claimed in the knowledge base. Testing of unclaimed species may result in an unidentified result or a misidentification.

Event description:
A customer in (B)(6) reported notified biomérieux of a misidentification associated with the vitek® 2 gp test kit on a sputum sample. The customer reported obtaining a good identification of streptococcus mitis/oralis (98%) on vitek® 2 instrument. The sequencing result - seq soda was streptococcus infantis (95%). Streptococcus infantis is not a claimed species on the vitek® 2 gp test kit, however the test identified the organism as streptococcus mitis/oralis instead of an expected no identification. The system vitek® ms gave no identification. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. However, there was a delay of greater than 24 hours due to having to repeat the test.